Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, there was an optical sensor error during set up. The team switched to their back up console and the same error occurred. The scrub nurse used some force in pushing the anti-contamination sleeve and repositioning sheath to the red impella plug, assuming the cable was kinked. The physician proceeding with the existing impella without position signal as the position could be monitored by motor current, fluoroscopy, and hemodynamics.